Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® lh pst¿ ii plus blood collection tube has been found experiencing five occurrences of underfill during use. The following has been provided by the initial reporter: defective filling of the heparinized tubes hg pet pst ii tube ref 367376 lot 9156879.

Event description:
It has been reported that the bd vacutainer® lh pst¿ ii plus blood collection tube has been found experiencing five occurrences of underfill during use. The following has been provided by the initial reporter: defective filling of the heparinized tubes hg pet pst ii tube ref (B)(4) lot 9156879.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.